Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not yet been returned to the manufacturer. The investigation is currently ongoing.

Event description:
It was reported that the azur embolization coil detached in the microcatheter. Half of the coil extended outside the microcatheter and half of the coil remained inside the microcatheter. Several attempts were made to push the detached coil out of the microcatheter; however, they were unsuccessful. The microcatheter, delivery system, and the entire coil were removed from the patient. There was no reported patient injury.